Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported accuracy issue was unable to be duplicated. All results were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump; however, fluid ingressions were found on the pump by the chassis base of the expulsor and occlusion sensors. It was more likely that the pump's expulsor gasket was damaged and caused the issue. It was recommended that the expulsor assembly be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -18.15% during testing. There was no patient involvement.